Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# (B)(4), product type: lead. Product ID: 977a260, lot# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient complained of severe, low back pain and went to the hcp for a visit. A device interrogation on (B)(6) 2019 found that electrodes 9, 10, 12, 13, and 15 had high impedance. They reprogrammed with lead 1 and they were able to cover the pain area. The issue was noted to be resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedance was not determined. No further complications were reported/anticipated.